Event description:
There is a leak at the screw connection between the manometer and the aquapak (the transparent plastic part).

Manufacturer narrative:
It was reported that there was "a leak at the screw connection between the manometer and the aquapak (the transparent plastic part)." The customer reported that the patient experienced desaturation to 88% while oxygen was set at 3 liters per minute. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.